Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator. It was reported that patient was just implanted a few hours ago and they were try to use the patient programmer (pp) but got the poor communication screen with antenna attached. They were not able to connect with just the pp against the implant and still got the poor communication. Patient still had bandage/swelling present. They would attempt to communicate once swelling/ bandage have been removed. A few days later, the consumer¿s family further reported that they were told it would be about 48 hours and the patient should see some results but so far they had not seen any difference. They called yesterday and found out the lightning bolt was off. They did a check during the call and patient was on program 1 at .5 and stim was on. Patient came on the phone and reported she had not noticed big improvement at all. Patient had catheterized her twice and each time it came out with 600 cc of urine.